Event description:
It was reported that the customer received a button error alarm. His/her blood glucose level was not reported. The customer discontinued the use of his/her insulin pump and reverted to a back plan until the replacement insulin pump arrived. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window, missing end cap sticker, cracked case at display window corners, belt clip slot, and battery tube threads.